Event description:
It was reported that the customer was hosptilized due to diabetic ketoacidosis. The customer's blood glucose level was 596 mg/dl. The customer's blood glucose level was 596 mg/dl. The customer was treated with IV drip. The customer was admitted to providence hospital on (B)(6) /14 at 5pm. The patient was not in an accident and still in the hospital. The customer was wearing the insulin pump in the time of hospitalization. The customer will call to get some quicksets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).